Event description:
The safety cover did not engage over the blade; the battery failed halfway dissecting of the specimen - metal shaving from piece came off. MFR response for laparoscopic morcellator, xcise (per site reporter): took description of incident, provided fedex account number to ship the product back; replacement sent. Will advise of qa findings. What was the original intended procedure: robotic assisted laparoscopic myomectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Lina medical (B)(4) - MFR is currently waiting for the product to be returned and investigated. Shipment is being organized by logistics.